Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information: it was reported that on (B)(6) 2016, during a clinic visit it was noted in the event history that the patient experienced a driveline disconnect and pump stop alarms. The patient stated that the percutaneous lead was not disconnected. During review of the log file it appeared that the pump stoppages occurred while the patient was connected to the power module. X-rays taken on (B)(6) 2016 were unremarkable, and no areas of concern were found. On (B)(6) 2016, during review of another log file, low speed advisories and pump stoppages were found and appeared to occur while the patient was connected to the power module. Increases in pump power and flow were also captured. An ungrounded power module patient was requested and sent to the hospital. On (B)(6) 2016, the patient's pump was exchanged due to suspected internal percutaneous lead issues.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient woke up to low speed, low flow, pump off, and driveline disconnected alarms. The patient's spouse switched the power source from the power module to batteries; however, the alarms continued. The patient's system controller was then exchanged and the alarms reportedly resolved. The patient was admitted to the hospital that night. The driveline appeared intact, the hemolysis labs were normal and the pump sounds by auscultation were normal. The patient remained asymptomatic during the event and was doing well with no further issues. It was suspected that there was an issue with the percutaneous lead. Two ungrounded power module patient cables were provided for use while waiting for a determination as to whether a percutaneous lead replacement was to be performed. On (B)(6) 2015, the manufacturer&#38112;technical services representative reviewed the x-rays and no obvious areas of concern were noted. The entire external portion of the percutaneous lead (driveline) was replaced. No subsequent issues have been reported.

Manufacturer narrative:
The report of pump stoppage events were confirmed based on the evaluation of the submitted system controller log files; however, the cause for the reported events could not be conclusively determined based on this evaluation. A distal end driveline replacement was performed and approximately 19 inches of the external portion/distal end was returned for evaluation. The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported pump stoppages. The returned section of the driveline was tested for electrical continuity in the condition that it was received and revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers of the driveline appeared unremarkable. Some minor breakdown of the braided shield was observed, which appeared normal for the duration of use. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation along the length of the driveline. The returned portion of the driveline was tested to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the driveline replacement, information was received stating that the reported alarms did not resolve and the patient¿s pump was exchanged on (B)(6) 2016. The explanted pump was returned for evaluation. The driveline was returned cut approximately 1.5 inches from the pump housing. An additional internal section of the driveline approximately 5.5 inches in length as well as the distal portion of the driveline measuring approximately 33 inches in length was also returned. A section of the outer silicone sleeve with dacron velour measuring approximately 4 inches in length was also returned; however, the severed internal portion of the driveline inside this section of silicone was not returned for evaluation. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. The braided shield of the returned portions of the driveline appeared unremarkable except for one small area of minor shield breakdown on the proximal end of the 33 inch distal end driveline segment. Visual inspection of the underlying wires under a microscope and high potential testing revealed no areas of compromised wire insulation along the length of the three returned driveline segments. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue that would have contributed to the low speed and pump stoppage events captured in the submitted system controller log files. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.